Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. Per the customer, a system check was performed prior to the event and all portions passed within specifications. Qc was run prior to patients' samples and recovered within the established ranges. A field service engineer (fse) was on site on (B)(4) 2011 for a scheduled preventive maintenance (pm). Service was not dispatched for this event to date. Root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining lower than expected results above the normal reference range for hyb-psa on sixteen (16) patients' samples that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory; however, upon repeat, all samples recovered higher results outside of assay precision claims. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.